Event description:
It was reported that during intubation with a video laryngoscope blade, the blade broke off inside the patient, and a major portion of the blade remained in the oropharynx until extubation. The intubating paramedic felt a "click" during the procedure and used a bougie and tube to complete the intubation. The patient, who had a medical history of hypertension, was successfully intubated and ventilated without difficulty. Computed tomography was conducted. Upon extubation, the patient was found to be stable and remained an inpatient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.